Manufacturer narrative:
Device passed displacement test and self test. Pump error 63 alarm confirmed in the device history due to broken trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had a hardware low level failures alarm. The customer's blood glucose level was 175 mg/dl. The customer was assisted with the troubleshooting. It was stated that the device had failed the self test. The insulin pump will be returned for the analysis.